Manufacturer narrative:
A correction has been received which was not included with the initial report. The correct information has been provided with this report.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The customer stated that they have been getting sick and been in hospital and will not register above 33.3 mmol/l. The customer did not provide the further details about the hospitalization. The customer stated that they went to hospital due to toe issue and had high as well. The customer also stated that the insulin pump gave several error alarms and no delivery alarms. The customer also reported that sensors were not communicating to the insulin pump and there was sensor anomaly. The customer was assisted with the troubleshooting. The insulin pump is expected to return for the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. Customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.